Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the blade was returned with the blade unscrewed from the blade assembly. No functional test could be performed. It could not be determined how the blade became unscrewed. The blade is tested 200% in manufacturing regarding this issue. Additionally, the blade was found to be scratched and cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the hook cannot be fully attached to the shaft. Another device was used to complete the procedure there were no adverse consequences for the patient.